Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that keypad locked and was not able to deliver insulin. Customer was in the hospital for surgery. Customer received assistance with keypad but call was dropped. Customer called back to continue troubleshooting. Customer reported that blood glucose was 400 mg/dl. Customer was advised to change insulin, infusion set and reservoir and to call back should issue persist.